Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was reported to have moderate calcification and moderate tortuosity. It was reported that the physician elected to model the entire stent graft system which consisted of four endovascular stent grafts. The physician inflated the reliant balloon completely with the stent graft. It was reported upon the second inflation that the balloon burst. It was reported that the area that the balloon was being inflated was in the left iliac artery. The balloon catheter was removed from the pt without issues. The reliant stent graft balloon catheter was discarded by the user facility. No further treatment was performed. There were no clinical sequelae reported and the pt is fine.

Manufacturer narrative:
Unable to evaluate the balloon since it was discarded.